Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. As received, the battery would not power on the monitor and would not charge when placed in a charger. The cause of the problem could not be determined. The battery pack has been returned to vendor for eval. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery.

Event description:
A (B)(6), female, pt, contacted zoll customer support to report her battery pack would not power on her monitor. The pt was issued a replacement battery pack.